Manufacturer narrative:
Batch review performed on 16-dec-2022. Lot 2201880: (B)(4) items manufactured and released on 05-apr-2022. Expiration date: 2027-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional item involved in the event, batch review performed on 16-dec-2022. Reverse shoulder system 04.01.0172 glenosphere 36xø27 (k170452) lot. 2004024. Lot 2004024: (B)(4) items manufactured and released on 23-apr-2021. Expiration date: 2026-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
Revision surgery performed at about 13 days after the primary due to joint dislocation. The surgeon revised successfully the liner. Diaphysis and metaphysis were revised to give patient more stability.